Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in line) and system error 2367 during initial drain. The home patient (hp) was connected. The care giver (cg) stated their were air bubbles in the patient line. The technical service representative (tsr) had the cg cycle the power until the alarms cleared. The tsr advised the hp to start over with new supplies. There was no serious injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.